Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed. Ran a displacement and self test and the device passed the tests. During the call, it was reported that the customer was hospitalized for high blood glucose of more than 400mg/dl. No further info was provided.